Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implant date (B)(6) 2013 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) migrated towards patient arm pit. It was reported that the ipg exhibited full electrical reset and all the parameters were reset and values have been changed. It was also reported that the right atrial (ra) lead connection failure occurred and caused inappropriate atrial arrhythmia (at/af) detection and noise on the atrial channel. It was also reported that the patient experienced chest muscle twitching after reset due to the right ventricular (rv) lead high thresholds. Ipg capture management was turned off and the mode was reprogrammed to aai - ddd mode. Ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.